Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1g, twice weekly, route was not reported) and ceftazidime injection (1gm, for 14 days, route and frequency were not reported). At the time of this report, antibiotic treatment was discontinued and the patient has recovered and discharged. Pd therapy was ongoing. No additional information is available.